Event description:
Report from staff at user facility, that this account is having leaking issues with the lever lock in this set and has also had leaking in bd part 303370 - lever locks ordered separately from bd. All leaks resulted in chemo spills. The exact location of the leak on the lever lock is not certain. No samples are available. No pt or staff injury.